Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information received, it was reported that during an unknown procedure the rigidfix femoral st guide frame n/s 1pk had a welding piece inside. The complaint device was received and evaluated. Visual observation showed a lot of marks of wear indicates that the device was heavily used. Also, it was identified stains and discoloration marks. The two parts (b165 and the screw) were disassembled and it was only identified scratches in the metal. It was not found any welding piece inside. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 1812001 number, and no non-conformances were identified. No additional information was provided that would have related to the failure reported; therefore, we cannot discern a root cause for the failure reported by the customer. It is determined that the reusable instrument is worn from repeated use and servicing, this wear condition can be attributed to rough use. As per IFU-108410, the precautions for this type of device consist to inspect the condition of the device prior to use. This device can damage and worn; therefore, when this occurs it need to replace. For the instrument life, it is necessary to follow the instructions and warnings of any cleaning and disinfection agents and equipment used; also, the recommendation of the proper condition during the sterilization and maintenance to avoid any damage. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a kidney procedure on (B)(6) 2021, it was observed that the rigidfix femoral st guide frame n/s 1pk device had a welding piece inside. Another like device was used to complete the procedure with a ten minute delay. There were no adverse patient consequences reported. No additional information was provided.